Manufacturer narrative:
After battery installation, the middle (enter) keypad button did not respond to keypad presses. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. After swapping the boards into another case and then swapping a known good pcba2 onto pcba1, the keypad anomaly persisted and seems to be isolated to pcba1. Unable to perform displacement test due to the keypad anomaly. The middle (enter) keypad button is cracked. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had issue with the enter button, had a hairline crack. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.